Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07163. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that the patient underwent release and partial removal of pubovaginal sling on (B)(6) 2009, due to sui s/p mesh placement. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4):it was reported that the patient underwent a gynecological procedure to treat bladder prolapsed and a sling was implanted. It was reported that post implantation, patient experienced pain, infection, urinary/bowel problems and recurrence of urinary problems. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, discomfort when attempting to urinate and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced nocturia, urinary urgency and frequency.